Event description:
It was reported the johnson and johnson(jnj) preloaded intraocular lens (iol) would not advance further down the channel. Through follow-up the doctor explained the surgical scrub placed balanced salt solution (bss) in the delivery area of the lens implantation device and partially advanced the lens. Then the doctor advanced the lens further down the delivery channel. As the lens advanced down the channel, it reached a point where it would not advance further, even with a much higher amount of force than is normally used. More bss was added but the implant still would not pass further down the channel. At that point, the doctor asked for the spare lens, and it was easily implanted into the eye. Further feedback from the customer confirmed the issue was not lens damaged but an advancement issue. The lens reached a point where it wouldn¿t move. The iol did not touch the eye. Only the cartridge had contact. There were no other complications. No further information was provided.

Manufacturer narrative:
Based on additional information received from the customer, the information entered in section b5 of the initial report requires an update. Furthermore, based on the additional information section h6, medical device problem code must be corrected from 1069 to 2983. The following fields were updated accordingly. Section b5, describe event or problem: it was reported the johnson and johnson(jnj) preloaded intraocular lens (iol) would not advance further down the channel. Through follow-up the doctor explained the surgical scrub placed balanced salt solution (bss) in the delivery area of the lens implantation device and partially advanced the lens. Then the doctor advanced the lens further down the delivery channel. As the lens advanced down the channel, it reached a point where it would not advance further, even with a much higher amount of force than is normally used. More bss was added but the implant still would not pass further down the channel. At that point, the doctor asked for the spare lens, and it was easily implanted into the eye. Further feedback from the customer confirmed the issue was not lens damaged but an advancement issue. The lens reached a point where it wouldn¿t move. The iol did not touch the eye. Only the cartridge had contact. There were no other complications. No further information was provided. Section h6, medical device problem code: 2983 mechanical jam. No further information will be provided under manufacturer report number 3012236936-2023-01911.

Event description:
It was reported the johnson and johnson (jnj) preloaded intraocular lens (iol) was defective. No further information was provided.

Manufacturer narrative:
Section a, patient information: a2, a4, a5: information unknown/asku. Section b3 date of event: the exact date is unknown. The best estimate is prior to july 19, 2023, when johnson and johnson became aware of the event. Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Hence, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.